Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. Reportedly, the customer feels "stable". The customer did not have alternate therapy available at the time of the event and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.